Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1422003) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. UDI number: (B)(4).

Event description:
The following information was reported: 6f 10cm pinnacle sheath was used which was then exchanged with the ace introducer. When the physician pulled back to the arteriotomy, pressed button #1, the tray slid forward, then the physician pressed button #2 and button #2 went down "a little bit" but didn't depress all the way. The physician felt that the sealant didn't deploy and the physician deflated the balloon and pulled out everything. Manual compression was applied for 25 minutes. The patient was not hospitalized. Procedure type: intervention peripheral stick location: common femoral artery.